Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), implant placed with bone graft. During post operative check, inflammation was discovered. Implant removed and new bone graft was placed